Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed. See medwatch report # 3004209178-2010-81911.

Event description:
It was reported that the customer was hospitalized for low blood glucose. The blood glucose reading was 63mg/dl. Also, it was reported that the insulin pump alarmed no delivery several times. The infusion set was changed and shortly after the customer was crying with pain. The mother stated that the reservoir was empty and the plunger of the pump had moved completely. No further info was provided.

Manufacturer narrative:
The insulin pump passed all functional testing including displacement, rewind, basic occlusion, occlusion, prime and no delivery test. No excessive no delivery alarm noted. The insulin pump was received with scratched lcd window.